Event description:
Three (3) incidents of a sureform 45 stapler malfunctioning and misfiring in the last 4 months. Lot #t10221003 ref# (B)(4), exp: 10/31/2024. Reference reports: mw5145175, mw5145177.